Event description:
Information was received indicating that a smiths medical cadd administration set leaked. No adverse effects were reported.

Manufacturer narrative:
Other, other text: samples returned consisted of two units. The samples were visually inspected at 12 to 16 inches under normal conditions of illumination. No damage or other discrepancies were detected. Functional testing using a leak test was performed and no leaks were detected, water was able to pass through without any problem. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed.